Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized twice in (B)(6) 2009. No dates were given. Once for low blood glucose levels of approx 21 mg/dl. The customer stated that she fell and broke her leg. The second event was for high blood glucose levels and ketones. No details were given regarding either event. The customer is now reporting high blood glucose levels for two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test, and there was no tubing clamp for the high pressure test. Nothing further was reported.